Event description:
The customer reported problems with the subtraction function. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4)